Event description:
It was reported that there was loss of capture noted on the right atrial (ra) lead and the threshold had increased a few months ago. The lead was reprogrammed at that time. Now, the impedance is fluctuating. The lead remains in use and will be evaluated at the time of generator replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. (B)(4).